Event description:
The customer reported the ac power module would not charge the device, connector pulled out and wires broke. There was no reported pt involvement.

Manufacturer narrative:
The customer reported the ac power module would not charge the device, connector pulled out and wires broke. There was no reported pt involvement. The customer reported that the ac power module was replaced to resolve the issue. The ac power module was not available for eval. We will consider this a failure of the ac power module where the module connector pulled out and wires broke.